Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited multiple high and undefined pacing impedance spikes. It was noted there was a tendency for a single out of range impedance value and the lead would then go back to normal measurements. It was questioned how to turn off the audible alert and whether other lv lead vectors could be programmed. Follow-up has been unable to provide additional information and the lv lead remains in use. No patient complications have been reported as a result of this event.